Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens removed and replaced intraoperatively with a shorter length lens. Problem resolved. Cause of event was reported as unknown.